Event description:
It was reported that the customer's reservoir was leaking insulin. Customer stated they changed the infusion set twice and doesn't believe it is an issue with the insulin pump. Customer treated high blood glucose levels with manual insulin injections. Customer's blood glucose level was 324 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.